Manufacturer narrative:
It was reported that the general surgeon did an abdominal washout/lavage and closure of colostomy. Strikethrough went through his scrub clothes. It was a dirty case & no way we can save the gown. He was wet from the front waist down to thigh on the right side. He changed to a sirus gown afterwards. There has been no unusual occurrence reported as of this writing, for the user. Slight delay in patient care as the surgeon had to change into another gown in the middle of a procedure. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The general surgeon did an abdominal washout/lavage and closure of colostomy. It went thru his scrub clothes.